Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under precautions, it states, "intraoperative fracture or breaking of instruments has been reported." This report is number 2 of 2 mdrs filed for the same patient (reference 1825034-2016-03082 / 03083). Device requested, not yet received.

Event description:
During a total knee arthroplasty, while removing from the trial tibial bearing, the trial post fractured. It is unknown if any fractured pieces fell into the patient.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
This follow-up report is being filed to relay additional information. Concomitant medical products - trial locking post - catalogue: 32-483910 lot: zb120901. Complaint sample was evaluated and the reported event was confirmed. The failure mode is consistent with that of bending overload, most likely from over tightening the metal post into the plastic casing. The DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Since the correct surgical technique was followed during the procedure, the exact root cause of failure cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. .